Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was worn and that the device had abrasion deterioration, scratches, and metal fragments inside. This was attributed to normal wear. The o ring, bearing, and spring were replaced. The device was repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
It was reported that although the k wire could be gripped, it could not be taken out of the attachment when trying to release the k wire and attachment (511-790) by letting go of the grip after inserting because the grip force on the k wire continued. Attachment was matched to the level of appropriate k wire when inserting, however, it could not be taken out after inserting and the problem persisted even when trying to take it out by turning in the direction of the larger level, thus preventing smooth movement of the k wire and progress of operation. This is report 1 of 1 for complaint #(B)(4).